Manufacturer narrative:
The isi field service engineer (fse) followed up with the customer and confirmed that the vessel sealer extend and the system are functioning without any issues. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history identified the complaint for the other vessel sealer extend that experienced the same issue during this procedure. Refer to the report with patient identifier (B)(6). A review of logs for system (B)(4) with a procedure date of (B)(6) 2020 showed a procedure was performed. In this procedure the following 2 vessel sealer extend (single use) instruments were used: vessel sealer extend- pn 480422-1; lot # l90200713-0204 (time used 0:20:54). Vessel sealer extend- pn 480422-1; lot #l92200127-0180 (time used 0:18:15). No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. This complaint is being assessed as a reportable event because the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called at procedure completion to report issues with the vessel sealer extend. Logs did not reflect any related information. The customer stated they were using the vessel sealer extend connected to the erbe and the intensity for the seal was too low. The customer stated they tried turning up the intensity with no resolution. The customer stated they moved the vessel sealer extend cable connection from the top connector to the bottom connector. At that point, the vessel sealer extend then seemed to be working better. The procedure was completed with no reported injury. The intuitive surgical, inc. (Isi) da vinci clinical sales representative provided the following information after following up with the customer: the customer was not sure what caused the issue. Basically, they were trying to use the vessel sealer extend to dissect and ligate the inferior mesenteric artery (ima) for a low anterior resection (lar). They did not notice the lack of energy (despite the audio signifying that it was working normally) until they got the ima pedicle. They noticed no burn when we tried to use the device proximally and distally and wanted to transect between the burn lines, but there were no burn lines. The device was set to ¿3¿. The site changed to a back-up vessel sealer extend instrument, and it still encountered the same problem. They turned it up to 4 and it slightly improved, however still was not the usual amount of energy normally seen. The staff was not sure if it ever really returned to "normal" for the duration of the case. The procedure was completed with no patient injury and the patient has not had any post-operative issues. They believed that the da vinci system was restarted after the case, which must have fixed the issue. There have been no issues with subsequent procedure. Both vessel sealer extend instruments are being returned to isi for analysis.